Manufacturer narrative:
Product event summary: analysis found that the atrial delivery button did not work. An incoming test was performed and it failed on the atrial delivery check (high rate panel was defective). As a result the high rate panel was replaced.

Event description:
It was reported that a button was defective and there was defective atrial stimulation. The external pulse generator (epg) was returned to the manufacturer for servicing. There was no patient involvement.